Manufacturer narrative:
(B)(4). (B)(4). The actual loose detached broken needle was visually examined at 10x microscope and found that the needle barrel was broken off. User needle holder marks were found at break point. Loose suture attachment tip was examined at 10x microscope and found that the needle barrel was still attached to the suture. The broken attached needle barrel was found to have user needle holder marks. No swaging anomalies were found. Conclusion code: the device info for user cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010. During the procedure, the needle appeared to easily detach from the suture when the surgeon grasped the needle with the needle-holder. There was no adverse consequence to the pt.